Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv adv device was returned to the service center with no initial alleged complaint. During the evaluation of the device at the service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the device was scrapped by the service center after the evaluation was completed.